Event description:
It was reported that this right atrial (ra) lead was explanted one day after implant due to lead dislodgement. A new ra lead was successfully implanted. No additional patient adverse effects were reported.